Event description:
I took the following tests to determine if I have covid-19: flowflex rapid antigen test at 1pm (B)(6) 2022, result: postitive. Q-pcr test from university of (B)(6) at 2pm (B)(6) 2022, result: negative; flowflex rapid antigen test at 3pm (B)(6) 2022, result: positive; rt-pcr test from (B)(6) urgent care at 1pm (B)(6) 2022, result: negative; flowflex rapid antigen test at 3pm (B)(6) 2022 result: positive. I believe that the flowflex rapid test is defective. FDA safety report ID# (B)(4).